Event description:
The customer reported approximately five (5) milliliters of diluent leaked outside, at the rear of the instrument involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and eye protection during the incident. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The customer indicated the instrument gave no diff results; patient samples were retested on an alternate coulter lh 500 analyzer and results were better correlated. The customer did not remember which patient samples were involved. Patient results were not impacted and no erroneous values were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered quick disconnect qd7 open and leaking. The issue was resolved by locking the two halves of qd7 together. The instrument conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility.